Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden (aab). The electrograms (egms) recorded several short atrial tachy response (atr) episodes showing noise on both channels. The noise was only oversensed on the atrial channel. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden (aab). The electrograms (egms) recorded several short atrial tachy response (atr) episodes showing noise on both channels. The noise was only oversensed on the atrial channel. The device and leads remain in service. No adverse patient effects were reported. It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden and the pacing impedance and threshold has recently changed on this right ventricular (rv) lead. The stored electrograms (egms) shows a decrease in pacing impedance measurement from 1354 ohms to 830 ohms and an increase in rv threshold the last couple of months. It was noted the initial decline in lead impedance from august of this year appears to coincide with onset of atrial arrhythmia. The presenting egm shows an increase in pacing impedance from 980 ohms to 1000 ohms with the rv threshold trending slightly upwards. Further review was recommended. The device and lead remain in service. No adverse patient effects were reported.